Manufacturer narrative:
Insulin pump properly communicated with glucose sensor simulator. No lost sensor alarms noted. Insulin pump properly recorded boluses in bolus history. Insulin pump received with cracked case at display window corners and belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has cracks. Customer stated that the cracks are on each upper corner of the screen. Customer is unsure of how the damage occurred. Blood glucose value is 102 mg/dl; treated by drinking orange juice. Nothing further reported.